Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss/suture retrieval issue was confirmed. In addition the returned device analysis found one anterior cuff tab detachment that was not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported the device was used in a calcified common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced was filed under a separate medwatch report number.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, suture placement was attempted in a calcified common femoral artery with a proglide device using the preclose technique. The arteriotomy was 8f. Reportedly, cuff misses occurred with two proglide devices. The sutures of two additional proglide devices were successfully placed using the preclose technique. The sheath was upsized to 22f and the aaa procedure was completed. The two successfully pre-placed sutures achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. There was no additional information provided.